Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had been out with a friend for supper and when she arrived at her sister's house, an audible alarm were heard. When the pt arrived at the house she stated that she needed to change her system controller. While the pt sat down on the couch the pt's sister indicated that the pt experienced shortness of breath and sweatiness. The pt did not get her first battery changed to the new system controller before she passed out. It was reported that the pt's family went into the bedroom and found that the pt was on the floor. At this time, the pt's sister contacted emergency medical services (ems) and her brother-in-law called the pt's mother for help. The brother-in-law ran downstairs to get the power module and brought it to the pt. The brother-in-law hooked the pt up and the display module was reading "low flow. It was reported that neither the sister and brother-in-law knew how to change-out the system controller, nor did they get instructions from the pt's mother or the manufacturer for assistance. The pt was apneic and "pulseless" when the first responder arrived. The first responder listened over the pump and did not hear heart tones or the pump. No CPR was performed at the scene. Air way and IV access were established before the ambulance arrived (which was about 18 minutes from the time the first responder called another member). The pt could not be revived and was taken to a local hospital and was pronounced dead. An autopsy was not performed. The system was returned to the manufacturer for evaluation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.